Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in december 2010. The pad-pak was then removed from the device on two occasions between december 2010 and january 2012, totally approximately 13 months without a pad-pak. The device failed multiple self-tests due to a low battery between july 2013 and october 2014. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure resulting in excess current drain. The excess current drain could have potentially contributed to the premature depletion of an installed pad-pak. No pad-pak was returned for investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit depletes known working pad-paks.